Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that there is moisture corrosion on the battery cap contacts and moisture in the battery compartment. The pump is reported to have an intermittent power issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: there was one reboot observed in the pump's black box download. The battery compartment was found to be cracked. The battery cap was able to securely attach to the pump. Corrosion was observed in the battery compartment. When the pump was opened no further moisture damage was found. The power issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.